Event description:
It was reported that patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend. The whole lead body was spinning when attempted to extend the helix. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of ¿the provider attempted to extend the screw on the back table, and it was noted that the screw was eventually extending from the lead but the whole body of the lead was spinning." And helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual inspection found the lead body bent with the outer coil kinked at the distal region of the lead consistent with procedural damage. X-ray examination found the inner coil over-torqued at the connector region and kinked at the distal region of the lead consistent with procedural damage. Unable to perform helix mechanism/extension length test due to inner coil being damaged at both ends of the lead. The cause of the reported events was isolated to blood/tissue in the helix region, over-torqued inner coil, and inner coil damaged at both ends of the lead consistent with procedure damaged. Electrical testing did not find any indication of conductor fractures or internal shorts.